Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. It was reported that the computer of the navigation system was replaced and the application software was re-installed on the new unit. Additionally, the mouse was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the mouse and the computer of the navigation system became unresponsive to prompts from the user. It was reported that during a hard reboot of the system, the system displayed a sr manager failure. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The mouse for the navigation system was returned to the manufacturer for analysis. The mouse was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer for the navigation system has been received by the manufacturer for evaluation. However, results are not available at time of filing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The analysis of the computer for the navigation system was completed by medtronic personnel. Testing found that the os of the computer was corrupt as the reported issue could be replicated. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.